Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed error code 60 indicating a ble board communication malfunction, persisted after restart, and required replacement. Symptoms included no adverse clinical effects, and blood glucose control was maintained using backup therapy and cgm. Outcomes included temporary interruption of pump therapy with continued diabetes management via alternate methods. The device was returned for investigation. Preliminary investigation of this case revealed a communication failure related to the internal ble board consistent with a malfunction of the electronic communication subsystem. At the time of the investigation the device operated as designed with no issues, however engineering log did show that there was an alert 60. The cause of the alert 60 is unknown and could not be duplicated at the time of receipt, however, the user's complaint was confirmed.